Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the setscrew was backed out too far.

Event description:
A manufacturer representative (rep) reported they went into the operating room doing a normal implantable neurostimulator (ins) replacement, the patient had no falls or issues prior to the procedure. The patient stated the device had been great. The rep reported when they plugged in the existing lead to the new ins, all the impedances were high expect for c-0 or c-1 pair. The rep call stated they wiped everything off and that didn't resolve the issue so due to the age of the lead they decided to replace the lead. The rep reported they got great response during testing so they hooked up the lead to the implantable neurostimulator (ins) and had only a pair or two that were not high, even after increasing voltage to test impedance. The rep stated they wiped off everything and the lead looked good on x-ray so they decided to replace the ins, once the ins was replaced the issue resolved. There were no symptoms reported. The caller noted an out of box failure. The indication for use is unknown.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) reported the device will be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.